Event description:
During the follow-up performed on (B)(6) 2015, an error message was reportedly displayed on the programmer screen (communication error), and no diagnosis data was available.

Event description:
During the follow-up performed on (B)(6) 2015, an error message was reportedly displayed on the programmer screen (communication error), and no diagnosis data was available.